Manufacturer narrative:
Initial and final MDR 1911059 -device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking at the site. The infusion set was in use for one day. No further information available.